Event description:
Patient has been revised due to instability and polywear.

Manufacturer narrative:
Evaluation was not possible, as no devices were returned. Provided information states the product is not suspected of failing to meet specifications or not suspected of contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting states the progressive laxity of the knee was the root cause of the reported revision. Based on the investigation findings, the need for corrective action is not indicated. Should additonal information be received, the complaint will be reopened. Depuy considers the investigation closed.